Event description:
The manufacturer received information alleging a patient passed away while the device was in use. There was an allegation the device's tidal volume was low. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's machine flow sensor was replaced to address a low tidal volume delivery issue. The device's external flow sensor was replaced to address this issue. The machine flow sensor was not replaced.

Manufacturer narrative:
The manufacturer previously reported a patient passed away while on the ventilator and the device's tidal volume was low. Additional information received indicates no patient death occurred during use and no allegation of patient harm or injury associated with the allegation of low tidal volume. The device was returned to a third party service center for evaluation and the customers allegation of low tidal volume delivery was confirmed. The machine flow sensor needs to be replaced to address the issue.